Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nasal/throat irritation or soreness, sinus problems. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged nasal/throat irritation or soreness, sinus problems and smelling a strange odor. There was no report of serious or permanent harm or injury.   The device was returned to the manufacturer's product investigation laboratory for investigation. The evidence of sound abatement foam degradation/breakdown was not observed in the base unit. During secondary findings dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes is unable to address the symptoms described and confirm the presence of contamination in the airpath. In section h6 health effect - clinical code for sinus problems code missed to capture in previous report and it has been updated in this report. Also type of investigation,investigation findings, investigation conclusions has been updated in this report.